Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced syncope and near syncope. On telemetry, the right ventricular lead had a loss of capture which was confirmed on device interrogation. It was also found that there was noise on the lead and varying impedance. The lead had a possible fracture. The patient also has a dialysis catheter placed on the same side as the device and it is not known if the catheter caused damage to the lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.